Event description:
It was reported that the insulin pump alarmed motor error during prime. Troubleshooting was performed. Ran a displacement test and the device passed the test. Two days later the mother called back and stated that the customer had high blood glucose. The mother stated that she called her daughter's nurse, who suggested a replacement of the insulin pump. Advised the mother to place the customer on a back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.